Event description:
It was reported that the customer experienced high blood glucose levels and that there were discrepancies between the sensor and blood glucose readings. The blood glucose reading was 495 mg/dl, which was treated with 2.9 units of insulin; however, the customer stated that he did not receive all the insulin. The sensor glucose reading was 52 mg/dl, which was more than 80 percent in difference. He was advised that the sensor may not have been responding to changes in glucose. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and the performed bicarbonate buffer test per dop114-830. The sensor failed per specifications due to high readings.